Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A site representative, registered nurse (rn), reported that while in an o-arm 1000 imaging system spine procedure, the 3d images transferred normally to the navigation system, however, when exam was selected and then next arrow was used to move to navigate, the system exited to the logo screen. A hard re-boot of the navigation system restored normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Re-booting the stealthstation s7 system resolved the reported issue. No further issues have been reported. No parts have been returned to manufacturer for analysis.